Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an 82-year-old female was implanted with a impella cp for support during high-risk cardiac procedure. It was reported that the impella pump was inserted with initially good flows. The flows then suddenly decreased from approximately 3.0 l/min to 0.6 l/min. Under fluoroscopic assessment, the pump appeared to be kinked. The physician elected to replace the pump, and the device was replaced. No additional information was provided.

Manufacturer narrative:
B1 and h1: added serious injury, this was omitted in error. H6: omitted a141204, f1903, e2403. Added a140508 and e2343. Investigation summary: the cause of the low pump flow was most likely a cannula kink based evidence of kink on returned pump and clinical noting kink under fluoroscopy, but the cause of the product damage (kink) is unknown.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 updated codes as the device was returned for evaluation. Codes b17, c20 and d15 were reported incorrectly on the initial report that was submitted. H11 updated additional manufacturer narrative as it was reported incorrectly on the initial report that was submitted as the device was returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6 updated. The investigation is ongoing.